Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had the vns implanted two weeks ago and recently had their settings increased. The patient then experienced a grandmal seizure that resulted in hospitalization. It was also reported that prior to the grandmal seizure the patient was having episodes of confusion in which their caregiver swiped the magnet for stimulation to be delivered. No other relevant information has been received to date.

Event description:
Additional information received noting that the increased seizures and disrupted vision are related to an external factor and not the vns and the increase in below pre-vns baseline levels. The patient's setting were increased.